Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the prior to the implant of the cardiac resynchronization therapy defibrillator (crt-d) when the device was interrogated, it showed four months remaining longevity and had numerous atrial fibrillation (af) episodes recorded. The device was not implanted. There was no patient involvement.